Event description:
The deltapaq coil could not be detached after five detachment attempts. The cable was changed, but the coil could not be detached though the detachment was attempted twice. The coil was retrieved safely, and additional coils were detached using the same cable. It was reported that a pre-deployment electrical check had not been performed. When pressing the power button, all lights illuminated, but the audible signal beep was not heard. There was no serious injury of required intervention related to the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The device positioning unit (dpu) passed electrical testing. The coil was returned unsheathed. The resheathing tool was found advanced over the proximal end of the green introducer. The suture form the coil has adhered to the melted detachment fiber. The unit exhibited multiple detachments attempts. After cleaning, the melted detachment fiber was see extended above the detachment zone in a sphere-like pattern. The most likely root cause for the non-detachment was due to the melting detachment fiber extending above the detachment zone. The melted fiber then adhered to the coil¿s suture which captured the coil. The circumstances of how this occurred cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined to what extent; if any that these components contributed to the complaint event. It was marked in the complaint form that a pre-deployment electrical check was not performed. For optimum product performance and to prevent potential patient injury; the instructions for use (IFU) recommends; ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable; turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section; located near the end of this document; before proceeding.¿it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential product damage; the IFU recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ since there was no evidence of a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.